Manufacturer narrative:
The device involved in the reported incident has been received, and the evaluation and investigation is in process.

Event description:
Reporter reported on behalf of the user facility that after the catheter was connected to a pac-1 cable, the monitor displayed the message, "---" and could not zero calibrate. The catheter was replaced and the replacement catheter functioned properly.